Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 9f. Reportedly, after deploying the needles it was not possible to retrieve the sutures. The prostar xl device was removed and suture placement was successful with a second prostar xl device using the preclose technique. The sheath was upsized to an 18f and the tavi procedure was successfully completed. Hemostasis was achieved with the pre-placed sutures of the second prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the sutures was confirmed. Based on a visual inspection and functional verification of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the sutures incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.